Event description:
This manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during repair of rectocele with pinnacle mesh tape, obtryx transobturator tape insertion and cystoscopy procedure performed on (B)(6) 2011 for the treatment of rectocele and stress urinary incontinence as reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Block h2: correction- implant date specified in block b5 have been updated to august 24, 2011 based on the medical records provided. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 24, 2011 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during repair of rectocele with pinnacle mesh tape, obtryx transobturator tape insertion and cystoscopy procedure performed on august 24, 2011 for the treatment of rectocele and stress urinary incontinence as reported by the patient's attorney, the patient has experienced an unspecified injury.